Manufacturer narrative:
Upon receipt, the ICD was operating in the safety backup mode. The device was implanted for 75 months. An amount of 29 charging cycles was documented. The memory content of the ICD was inspected, revealing a normal current consumption of the device. The anti-bradycardia pacing therapy in the backup mode was tested and all pacing pulses proved to be normal. Next a re-initialization of the ICD was attempted but not successful. Subsequent interrogation of the ICD was not possible. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply to check its functionality. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical consequence. In conclusion, the device was implanted for 75 months. The therapeutic functionality of the electronic module was tested with an attached external power supply and proved to be fully functional. Analysis revealed an elevated battery impedance as the root cause of the clinical observation.

Event description:
After an implantation period of approx. 75 months, it was reported, that after a reset due to back up mode the eos status was observed.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The data showed that the ICD activated the safety backup mode on (B)(4) 2019 around 00:33 am as a result of the detection of an invalid memory content. The activation of the safety backup mode occurred immediately after the abortion of an automatic capacitor reformation. The data further confirmed that the ICD was re-initialized on (B)(4) 2019, after which the eos status was triggered. Based on the available information the root cause of this behavior was not determinable, however, a component damage cannot be excluded. We therefore recommend to return the device to biotronik for a root cause analysis. Should additional relevant information or the device itself become available for analysis, this investigation will be updated.

Event description:
MDR ous - after an implantation period of approx. 75 months, it was reported, that after a reset due to back up mode eos status was observed.